Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the proximal cx(circumflex). The lesion was 85% stenosed, 3mm in diameter and 15mm long. During the index procedure, a 3.0x16mm taxus element stent was unable to cross the lesion. Per the site, the stent was not implanted because a strut of the stent was damaged. The lesion was treated with direct stenting using a 3.0x16mm taxus element stent. Residual stenosis was 0%. The patient was discharged 2 days later on aspirin and clopidogrel. There were no reported patient complications and the patient status is stable.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus element/ion stent delivery system (sds) and stent with no original packaging or other devices. There was no blood or contrast on the device. The balloon was tightly folded and the stent was centered between the markerbands. There were several flared and bent struts in the second and third proximal rows of the stent. There was no damage to the sds. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The reported stent damage was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the proximal cx(circumflex). The lesion was 85% stenosed, 3mm in diameter and 15mm long. During the index procedure, a 3.0x16mm taxus element stent was unable to cross the lesion. Per the site, the stent was not implanted because a strut of the stent was damaged. The lesion was treated with direct stenting using a 3.0x16mm taxus element stent. Residual stenosis was 0%. The patient was discharged 2 days later on aspirin and clopidogrel. There were no reported patient complications and the patient status is stable.